Event description:
A company representative spoke with the customer via phone call. Customer reported the insulin pump alarmed with no delivery, which had happened a couple of times. Customer was unable to troubleshoot at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.